Manufacturer narrative:
This complaint was found during a recent literature search of this device. The publication is attached. The citation is as follows: baldwin et al (2015, aug, 13). Surgical approach to continuous-flow left ventricular assist device explantation: a comparison of outcomes. The journal of thoracic and cardiovascular surgery 00, 1-7. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. IFU outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from a literature review that one patient experienced "multiple strokes and splenic emboli" in the initial postoperative days after subxiphoid ligation of her lvad device. "Surgical re-exploration revealed that the hemostatic clips used to occlude the outflow graft had migrated, allowing residual flow through the graft conduit and showering of incompletely formed thrombi." "The device was removed though a left thoracotomy, and the sewing ring was closed with a felt plug." "The patient eventually returned to her baseline neurologic status after the event, and had no recurrent cerebrovascular episodes."